Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery will not hold a charge ) has been confirmed. As received, the battery would power up a monitor but would not charge on the charger. Upon service investigation, the black wire (ground wire) was not soldered securely to the battery cell. The cause for why the battery was not able to hold a charge is the poor solder connection between the ground wire and the cell. The root cause for the poor solder connection cannot be positively identified but is likely a manufacturing error. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) old female patient contacted zoll customer support to report that battery pack sn (B)(4) will not hold a charge. The patient was issued a replacement battery pack.